Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to inappropriate therapy. A review of the device data identified very small r-wave measurements and artifact with over sensing leading to atrial fibrillation (af) episodes. A revision procedure was performed and noise was re-created with tension on the electrode. However, imaging appeared to show that the electrode was tightly connected, fully inserted, suture sleeve stable. Additionally, when tension was applied to the electrode while in the pocket, there was not artifact. The electrode was removed from the device header and re-inserted which fully resolved the clinical observations. A boston scientific engineer discussed the possible reasons why the signal resolved when the re-insertion occurred. No additional adverse patient effects were reported.